Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) power supply had intermittent power. They had issues getting the portable power supply to power the cardiosave during a transport, they had to re-insert it a few times before it worked for them.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) power supply had intermittent power. They had issues getting the portable power supply to power the cardiosave during a transport, they had to re-insert it a few times before it worked for them. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) had tested portable supply in every configuration possible (both bays, with and without a secondary battery, power-on and power-off), but the fse could not duplicate the reported issue. The fse alsothat the cord was a little loose fitting but could not get it to cut out by moving it around. Than the fse had completed a full system test/calibration, all tests passed to factory specifications. Returned to the customer and released for clinical use.

Event description:
N/a.